Event description:
Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the or, removed the entire inspire system, and placed a drain at the site. Physician prescribed antibiotics after the procedure and admitted the patient for observation.

Event description:
Patient presented to the physician with a hematoma. Physician brought the patient into the or, evacuated the hematoma, placed a drain, and replaced the sutures. Patient was admitted and placed on IV antibiotics. Patient was discharged 2 days later.